Event description:
Additional information received indicated the patient experienced extrusion. The event was considered resolved on (B)(6) 2015. There were no further patient complications reported as a result of this event.

Event description:
It was reported that following the implantation of a retroarc, the patient experienced mild mesh erosion. Surgery ("mesh exposition") was performed on (B)(6) 2014 and the event was reported as continuing (not resolved) as of (B)(6) 2014. Additional information indicated that the mesh was not explanted, "just a revision hence removal of the eroded portion." No additional patient complications have been reported in relation to this event.

Manufacturer narrative:
(B)(4).